Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the vent boots up, but the touch screen remains blank when starting up the unit. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect faulty front panel was returned for evaluation where the failure analysis lab was able to reproduce the reported event and isolate it to a dissipating fluorescent light bulb in the display. In the event additional information is received a follow-up report will be submitted at that time.